Manufacturer narrative:
Concomitant medications: patient medications include aspirin, pravastatin, and tadalafil. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Results: pending completion of imaging evaluation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014, computed tomography (CT) scan revealed infolding of the ipsilateral limb. The physician alleges that the device was pushed proximally upon repositioning during the original implant procedure, which may have caused the ipsilateral limb to fold. The physician indicated the infolding may have been overlooked on previous post-implant CT scans. No tortuosity or other anatomical issues were noted. On (B)(6) 2014, the physician implanted an additional excluder device to extend the graft system on the ipsilateral side. The infolded limb was resolved and the patient tolerated the procedure.